Manufacturer narrative:
A review of the da vinci system logs for the reported procedure date found no related system errors occurred that would have likely caused or contributed to the reported event. Log review of the one subsequent procedure performed on the system at the time of review found no system errors occurred and no complaints were reported. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, fenestrated bipolar forceps, permanent cautery spatula, cadiere forceps, maryland bipolar forceps, sureform 45 curved tip stapler. A site history review found no complaints were made for the instruments used during this procedure. Review of the sureform 45 curved-tip stapler logs found that the instrument was installed on the system 4 times and fired 4 white reloads. There were no incomplete clamps or unclamps. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the msc logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of bleeding from an injury to an unspecified blood vessel while attempting a pulmonary lobectomy. The details on how the injury may have occurred is not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy following neoadjuvant immunotherapy, significant bleeding from an unspecified vessel occurred resulting in conversion to an open thoracotomy approach. The patient expired during the procedure. The surgeon reported that the bleeding began while stapling the apical branch of the left upper lobe with a sureform 45 curved-tip stapler instrument with a white reload accessory. Initial hemostasis was achieved through compression during a controlled undocking of the da vinci system. Once open, the surgeon identified a large hole in a vessel. The patient lost output from the heart and manual heart massage was performed, but they were unable to restart the heart. The surgeon reported that the patient may have experienced a myocardial infarction. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Additional information: the sureform 45 curved-tip stapler instrument was received for failure analysis. The white reload was not returned for investigation with the stapler. Visual inspection did not find evidence of any problems. The instrument was tested on an in-house system, passed all testing and was fully functional. The firing test was completed two times in different positions and passed each time. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: the white sureform 45 reload was returned for failure analysis. Upon visual inspection all staples were fired correctly, and both the shuttle and the shuttle knife were in proper condition. No product issue was identified.